Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and all of the buttons became unresponsive. The patient's blood glucose at the time of incident was 141 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corner, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.